Event description:
Orders to start infant on triple photo therapy. Tested strength of draeger at setup using photometer, found to be below required levels for proper treatment. Draeger taken out of patient room and tagged to not use.